Event description:
A medtronic ent rep reported a 3 mm inaccuracy with both curved suction and straight probe during a frontal endoscopic sinus surgery (fess). After registering with tracer technique navigation was accurate when checking superficial anatomical landmarks, but was inaccurate when navigating in sinuses. They tried to register the pt two times with tracer but experienced the same 3 mm inaccuracy. The surgeon continued to use navigation for the case successfully with no impact to the pt.

Manufacturer narrative:
Software investigation in progress.